Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient is using the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient was treated with antibiotics (type unknown) for two weeks beginning (B)(6) 2017. The recipient was recommended two weeks non-use of the device. The recipient's swelling has resolved. The recipient is being monitored.

Event description:
The recipient was reportedly experiencing retention issues and swelling around the implant site. The recipient sought antibiotics for suspected infection. The recipient's swelling has reduced and the retention issues have resolved.